Manufacturer narrative:
Age at time of event: patient was over 18 years old.

Event description:
It was reported that partial deployment occurred. A 7x120x130 eluvia self expanding drug eluting stent was selected for a procedure in the left superficial femoral artery (sfa). A jupiter fc wire was attempted to be used to cross the chronic total occlusion (cto) however, the tip became kinked. A new wire was placed and the calcified lesion was crossed. Predilation was performed and a 6x120 eluvia device was successfully placed in the distal part of the lesion. When the physician attempted to deploy the 7x120x130 eluvia stent, the thumbwheel became hard and resistance was felt. The stent was slightly deployed but due to the resistance, it was retracted into the sheath and removed from the patient's body. The physician suspected a kink in the shaft. The procedure was successfully completed using two additional devices of the same size, for a total of three placed stents. Post dilatation was performed using sterling mr6x40, but the balloon ruptured within the specified pressure on the first inflation, so it was also reported to be defective. Dilation was then performed using the same diameter sterling mr6x60, and the procedure was completed. No patient complications were reported.